Manufacturer narrative:
G2: citation: authors: hubbard zs, cunningham cm, saway bf, triano mj, miller at, porto g, kosnik infinger l, & spiotta am. Infantile traumatic pericallosal aneurysm: illustrative case. Journal of neurosurgery case lessons 7(11) 2024. Doi:10.3171/case23600. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of increased subdural hematoma and ischemic infarction in association with onyx embolization. The purpose of this article was to present a case study of an infant with a traumatic pericallosal aneurysm, discuss the challenges and methods of treating traumatic intracranial aneurysms in pediatric patients, and raise awareness about the increasing rate of nonaccidental trauma (nat) in the pediatric population. The authors reviewed 1 case of a patient treated for a traumatic aneurysm using coil and onyx embolization. The patient was a 24 day old infant with no significant past medical or birth history. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: follow-up MRI revealed a slight increase in the left subdural collection, a stable right subdural collection right aca vascular territory ischemic infarction without evidence of hemorrhagic transformation no additional procedures are planned and follow up is scheduled.